Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and mesh was implanted. In (B)(6) 2022, the patient experienced tape erosion and residual urine. The patient underwent overstitching of the tape erosion in local anaesthesia, however, this event has not been resolved. The patient also experienced multiple urinary tract infections. The events of urinary tract infections were recovered/resolved without sequelae with selexid and bladder tea. The tape erosion has been reported as a causal relationship with the study procedure and the residual urine and urinary tract infections were reported as possible/probable relationship to the study procedure. All reported events were not related to the study device. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: gender- female. Weight, bmi at the time of index procedure 21.4. Name of index surgical procedure? Dynamic suspension of the urethra with tvt exact, intraoperative cystoscopy. The diagnosis and indication for the index surgical procedure? All patients in study should have diagnosis of sui; however, it is not recorded in crf yet. Sui grade iii were any concomitant procedures performed? Intraoperative cystoscopy (is routinely done). What symptoms did the patient experience following the index surgical procedure? Onset date? Residual urine. Patient had no pain. 07.10.2021 residual urine 22ml; 08.10.2021 14:00h residual urine 500ml, permanent catheter placed until 09.10.2021 6:00h; 09.10.2021 11:00h 400ml residual urine; permanent catheter placed until 11.10.2021 6:00h; 11.10.2021 9:30h: residual urine 50ml. Other relevant patient history/ concomitant medications? Urinary tract infection. Selexid 200mg to treat urinary tract infection; no. What was the initial approach for the index surgical procedure? Patient had an appointment for visit 4 on (B)(6) 2022. The examination with the spekulum revealed a tape erosion in the sulcus vaginalis sin. Were any concurrent devices implanted? No. Were there any intra-operative complications? No. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Mesh erosion sulcus vaginalis left; symptoms: none; diagnostic confirmation: vaginal ultrasonography. Describe any medical/surgical intervention for the exposure including dates and findings. 07.04.2022 v4 visit: after injection xylanaest,(local anaesthetic) the mesh erosion is sewn over with vicryl rapid 4.0 using a single button suture; subject had no complaints. (B)(6) 2022: examination with speculum resulted in a mesh erosion left sulcus 1 cm again; no intervention was made. Was the exposed mesh excised? No. Were any deficiencies or anomalies noted with mesh device? No. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? No please describe any medical intervention performed including medication name and results 07.04.2022 v4 visit: after injection xylanaest,(local anaesthetic) the mesh erosion is sewn over with vicryl rapid 4.0 using a single button suture. Subject stated that she feels her bladder is not completely empty. Residual urine 180ml. On request, the patient is symptom-free and very satisfied. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Contributing factors for mesh erosion: tape is too tight or poorly estrogenized epithelium. Contributing factors for residual urine: post operative swelling or tape is too tight what is the patient's current status? Telephone contact with the patient on (B)(6) 2022: she feels that she still has residual urine. An appointment was made for (B)(6) 2022. Surgeon¿s name? Oa dr. (B)(6). Product code and number? Gynecare tvt exact tvtrl lot 3938802. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: tape erosion drug therapy: yes end date: (B)(6) 2022. Adverse event term: residual urine end date: (B)(6) 2022. Outcome: recovered/resolved without sequelae. Related events captured via: 2210968-2022-09423.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: please provide the site/location, symptoms and diagnostic confirmation of the mesh erosion noted on (B)(6)2022: patient had no symptoms, mesh erosion was detected by a speculum describe the drug therapy provided for this mesh erosion including medication name and results: patient had no therapy from (B)(6)2022 until (B)(6)2022. Local estrogenization was recommended using ovestin creme 1mg from (B)(6)2022 till (B)(6)2022 (once a day). Was any surgical intervention performed?: if so, please provide the date and findings: no. What is the physician¿s opinion as to the etiology of or contributing factors to this event?: lack of estrogenization of the vaginal epithelium and increased physical exercises what is the patient's current status?: patient has no complaints. Related events captured via 2210968-2022-07212 and 2210968-2022-09423.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: tape erosion. Start date: (B)(6) 2022. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index.. Adverse event term: residual urine if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index. Adverse event term: urinary tract infection start date: (B)(6) 2022. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index. Adverse event term: urinary tract infection start date: (B)(6) 2022. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index. Adverse event term: urinary tract infection start date: (B)(6) 2022. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index. Adverse event term: mesh erosion start date: (B)(6) 2022. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank => index.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 (UDI). Updated information received: adverse event term: mesh erosion. Start date: (B)(6) 2022. Updated: non-surgical procedure, therapy, or intervention : yes no. Specify : protruding part has been removed blank. Surgical procedure, therapy, or intervention : no yes. Specify : blank protruding part has been removed. Additional information received: adverse event term: mesh erosion. Start date: (B)(6) 2024. End date: (B)(6) 2024. Severity: moderate. Is the adverse event serious? No. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no. Led to fetal distress, fetal death or a congenital abnormality or birth defect: no. Relationship to study device: not related. Relationship to primary study procedure: not related. Intervention/treatment: drug therapy: yes. Surgical procedure, therapy, or intervention: yes. Specify: protruding part was removed in local anesthesia non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: no. Outcome: recovered/resolved without sequelae. Did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Additional information was requested, and the following was obtained: intervention/treatment: other: yes. If other specify: herbal tea to support bladder.